Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the black box shows evidence of cs 052/054/012 errors on 7/5/2018. The pump powers with the returned battery cap to a fully illuminated and fully functional display. Display is not blank. "Audio bolus" button cover is detached/missing. Unable to verify bolus button functionality due to missing bolus button cover. Removed pump case. Evidence of moisture contamination inside pump on force sensor housing and real time clock circuit components. A blank display was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.